Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was separated approximately 1.6 cm from its distal end. The polymer sleeve and core wire were separated. The polymer sleeve was examined under magnification and grooves/wrinkles were noted along its polymer sleeve length. The polymer sleeve appeared to be slightly loose from the wrinkles, but was adhered to the core wire. The polymer sleeve grooves/wrinkles had a spiral shape around the diameter on its distal 3.5 cm section. From the condition of the polymer sleeve and spiral grooves, the guidewire appeared to be excessively torqued. From the information available, it is likely that the manipulation in attempting to access the target site, due to thrombus in the blood vessel, resulted in the reported difficulty advancing and the break. The investigation concluded device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that during the procedure, the guidewire (subject device) and the non-stryker microcatheter had difficulty accessing the target lesion due to existing thrombus. The physician tried multiple attempts; however, the tip of the guidewire fractured while advancing over the microcatheter. The physician was able to advance the microcatheter and retrieve the fractured guidewire as one unit. The procedure was successfully completed with no patient impact.

Event description:
It was reported that during the procedure, the guidewire (subject device) and the non-stryker microcatheter had difficulty accessing the target lesion due to existing thrombus. The physician tried multiple attempts; however, the tip of the guidewire fractured while advancing over the microcatheter. The physician was able to advance the microcatheter and retrieve the fractured guidewire as one unit. The procedure was successfully completed with no patient impact.